Manufacturer narrative:
The technician found the brake casters would lock but would swivel from side to side. The technician replaced two brake casters and one brake/steering caster to resolve the issue.

Event description:
Technician alleged that the brakes were not holding. No one was hurt or injured.